Event description:
Caller reports that during a correlation study the following coaguchek s/laboratory results were obtained: 2.2 inr/1.5 inr, 1.3 inr/1.9 inr, 5.1 inr/3.4 inr, 8.0 inr/3.1 inr, 1.8 inr/1.15 inr, 5.1 inr/3.4 inr, 8.0 inr/3.1 inr. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Caller states that they no longer have the strips, so no product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.